Event description:
The customer reported approximately one half cup of fluid leaked underneath the instrument, under the rockerbed, and onto the counter involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and cleaned up the fluid. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed worn tubing at the needle vent line and replaced the tubing. There was no further evidence of fluid leak. The instrument conformed to the manufacturer's published performance specifications. (B)(4).